Event description:
It was reported that the wire part of the single-use 2-lumen sphincterotome was broken. The issue occurred during a therapeutic endoscopic thoracic sympathectomy. The intended procedure was finished with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct h6 findings code and h6 conclusion code, as well as the investigation conclusion statement, as this information submitted in the previous supplemental report was incorrect. The subject device was returned to olympus for evaluation. During inspection and testing, it was observed that the knife wire was not broken, but the distal tip of the cutting wire was detached from the tube sheath. The investigation was performed to see the press fitted area where the distal tip was supposed to be stored. It was properly placed in the position. The outer diameter of the distal tip was measured. No abnormalities were presented. The wire could be operated when the slider was pushed/pulled. Other abnormalities were not found in the cutting wire. Based on the investigation results and the available information, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's reportable malfunction of knife wire was damaged was not confirmed. During device evaluation, it was confirmed that the press-fitted area where the distal tip was supposed to be stored was properly placed in the position, and the outer diameter of the distal tip was measured, and no abnormalities were presented. Based on the results of the investigation, the suggested event did not occur. The event can be prevented by following the instructions for use which state: this instruction manual (drawing no.gk6226, revision no.13) contains the following information. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Olympus will continue to monitor field performance for this device.